Event description:
It was reported that right ventricular (rv) lead oversensing was seen on the electrogram (egm). Pacing inhibition was seen but the patient had an underlying rhythm. Provocation testing showed that the pace impendence measurements jump 700 to 20000 ohms. An rv lead fracture was alleged and the lead was explanted. No additional adverse patient effects were reported.